Event description:
During the procedure, the physician attempted to deploy the starclose femoral closure device and reported the device did not deploy properly. When an attempt was made to divide the sheath during placement, there was a protusion noted "without the shaft of the device". Pressure had to be held for 30 minutes to achieve hemostasis. There was no hematoma/bleeding noted after pressure had been held and 2+ bilateral femoral and distal pulses were noted.